Manufacturer narrative:
On evaluation, it was apparent that the device had suffered fire damage. However, there was little evidence of any damage to the internal components or of any warping or melting of the device other than in the immediate vicinity of the fire damage. The device was powered up and tested in the condition in which it was received, and found to be still fully functional. It was therefore concluded that the damage was, in all likelihood, caused by an external source.

Event description:
It was alleged that this device caught on fire and melted. (B)(4).